Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02march2019. The customer replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. The event date was not specified; estimate used.